Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The customer stated that she had a seizure prior to being admitted. The reported blood glucose reading at the time of the call was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not comfortable with the insulin pump, and requested a replacement. The infusion set being worn at the time of the event was an mmt-397, lot #9201723. Nothing further was reported.